Event description:
It was reported that during a procedure, the coil migrated. The lesion is located in the subclavian artery. A .035 interlock detachable coil was selected to treat the lesion. The coil was already partly deployed in the subclavian artery when the physician decided to resheath the coil back. Upon recapturing, it was noted that the coil migrated to the patient. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user related as the dfu states ¿¿open the thumbscrew of the rhv and carefully advance the introducer sheath until it is firmly seated in the proximal luer adapter of the catheter, tighten the rhv thumbscrew just enough to prevent retrograde flow but not so tight as to inhibit backward movement of the delivery wire through the catheter. Holding the introducer sheath in place, gently withdraw the interlock ¿ 35 fibered idc occlusion system until the interlocking arms and distal coil tip are visible inside the sheath. (B)(4).